Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident review for this product was not performed because the lot number was not reported and the product was not returned for analysis. The investigation determined the reported difficulty to advance the knot appears to be related to operational context of the procedure as it is likely the knot pusher interacted with the hematoma located at the patients groin causing the reported difficulty to advance the knot. A cut down procedure was performed and the physician found that the prostyle sutures were not placed correctly on the arterial wall. They were placed above in connective fat tissue. The investigation was unable to determine a conclusive cause for the reported malposition of the device; however, factors that contribute to the vessel not captured include, but are not limited to, manufacturing, failure to maintain a stable position of the device with respect to the tissue tract, friable femoral vessel, user technique (poor or partial tissue capture). The treatments appear to be related to procedure circumstance. The patient effect of hematoma is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 7fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully pre-placed. A 7fr introducer was placed for pre-dilatation. After a few minutes bleeding was still observed parallel to the introducer but was confirmed not related to the pre-placed sutures. Manual compression was done as they continued the procedure. The sheath was upsized to a large-bore sheath and the evar procedure was completed. Reportedly, an attempt to close the prostyle sutures was unsuccessful. A hematoma was observed at the groin, making it difficult to advance the knot pusher. As the access site was not closed, a cut down was performed and found the prostyle sutures were not placed correctly on the arterial wall. They were placed approximately 1 cm above in connective fat tissue. Hemostasis was achieved and the hematoma was treated via the cut down. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.